Manufacturer narrative:
Gehc recommended to replace the flow valve. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a flow valve current error. There was no report of patient involvement.